Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4, d9, h4, h6.

Event description:
Healthcare professional reported a right side rupture (deflation). Device explanted.

Event description:
Healthcare professional reported a right side rupture (deflation). Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a right side rupture (deflation). Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.